Manufacturer narrative:
The manufacturer previously reported this complaint as a adverse event in section b and provided product problem in section h which is totally misleading. As per pms decision, the relation between the device and the alleged symptoms is currently unclear. In this report, section b and section h have been updated/corrected.

Manufacturer narrative:
It was initially reported, the manufacturer received information alleging on the morning of july 8, 2022, a ventilator patient was found unconscious with a blood oxygen saturation of 50-60%. The reporting facility investigated the device and downloaded event logs following the reported event and confirmed the device operated and alarmed as designed.

Event description:
The manufacturer received information alleging on the morning of (B)(6) 2022, a ventilator patient was found unconscious with a blood oxygen saturation of 50-60%. The manufacturer is currently investigating this issue and a follow-up report will be filed when the investigation is complete.

Manufacturer narrative:
Corrected data includes updating the type of reported complaint to product problem instead of injury.